Manufacturer narrative:
The indication for procedure was moderate to severe stress urinary in continence. The sling procedure was on (B)(6) 2011. Concomitantly, the patient underwent a standard anterior repair. The urinary incontinence improved after the procedure and the patient was asymptomatic. The mesh exposure was midline at the suture line. The patient underwent a procedure on (B)(6) 2012 where 0.5cm of exposed mesh removed, edges of vaginal wall refreshed and sutured back up.

Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date. The patient experienced a small, asymptomatic exposure of mesh. The patient underwent a revision procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.